Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported (B)(6) the ipg was attempted but not used due to no telemetry at implant. A new ipg was used. No pt complications were reported as a result of this event.